Event description:
It was reported that during surgery, the cuts were uneven on one side. The ratchet handle was able to perform the up and down motion. The ratchet was not stuck on the mesher. An alternate device was available for immediate use. There was no information available regarding the patient impact. Due diligence is complete, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: tech confirmed the unit's 1.5:1 cutter could not perform a proper mesh and replaced it. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. The device is used for treatment. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: new zealand

Event description:
It was reported that during surgery the cuts were uneven on one side. An alternate device was available for immediate use. There was no patient harm/injury or surgical delay reported. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.